Event description:
Customer stated, "flames of fire shot out of the switch." Customer did not claim injury. Product was not returned. The product reported of having an issue is approximately 63 years old. The confirmation of the failure could not be confirmed, as the product was not received. The age of the device is the likely cause of any failures. Once product is received and investigated a supplemental report will be submitted.